Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced endophthalmitis approximately one month post-implant. The surgeon does not use prophylactic drops or betadine wash which is a different protocol than other doctors at the facility. Additional information has been requested but has not been received.